Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to intermittent communication between a battery and the monitor's j1 battery connector. The j1 connector had foreign material on the j1 contacts. The root cause for the resets was isolated to foreign material contamination of the j1 connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.